Manufacturer narrative:
Investigation summary: it was reported the saline will not push out of the syringe. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with no packaging flow wrap, no tip cap and the rubber stopper is at the 6ml mark of the graduation scale. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution. The result was within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. Based on the experience of our processes, the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. A device history record review was completed for provided material number 306546, lot number 0323163. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. We have initiatives in our production line monitoring the silicone application and its consistency. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that it was difficult to push sodium chloride out of the bd posiflush¿ normal saline syringe due to difficult plunger movement. The following information was provided by the initial reporter: "a user facility hemodialysis technician reported via fax that sodium chloride will not push out of the syringe. There was no patient harm or adverse event reported at intake."